Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: picture was grainy, and the image failed; colored ring on the air water housing was worn, switch 1 button failed, light guide tube protectors leaked, scope connector had water leakage; down, right and left angle was strained, and the left and right brake was not holding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material contamination in the air water channels. There was no patient involvement.